Manufacturer narrative:
Inspection of the device found no damages or defects that would cause the needle to deploy late, however it is unknown at what point the needle mechanism deployed. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated, instead it deployed late; this indicates that a needle mechanism failure occurred. Blood glucose levels reached 300 mg/dl.